Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Some noise was noted, but it could not be separated throughout the entire strip to determine if it was all noise or not.

Event description:
It was reported that during a particular episode with some bigeminy, there was undersensing and some noise. The device remains in use. No patient complications have been reported as a result of this event.